Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left circumflex (lcx) artery. After pre-dilation with a 2.5 x 15 mm non-bsc balloon catheter, a 3.00 x 16 synergy¿ stent was advanced but failed to cross the lesion. The device was removed from the patient's body and it was noted that the mid stent was lifted. The procedure was completed with another of the same device. No patient complications were reported.